Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt ended use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), (B)(6) 2014 - reuse. Electrode belt (B)(4), (B)(6) 2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. Sinus rhythm at 64 bpm with motion artifact contributed to the first false detection. Sinus rhythm at 100 bpm with motion artifact contributed to the second false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt ended use of the lifevest. There is no add'l info about this event.